Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4). The harvesting device was returned to the factory for investigation. Signs of clinical usage and evidence of blood were observed. The visual inspection of the device determined that the heater wire was flexed away from the hot jaw and was detached at the tip. The wire remained in place at the base of the jaw. The activation toggle was inspected. The activation toggle pulled backwards and forwards with smooth transition. No clicking sound was heard . No other defects were observed. Based on the returned condition of the device the reported complaint was confirmed for " jaw-bent heater wire." The confirmed failure mode has been investigated in our fir system. (B)(4). Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The account manager reported that during an endoscopic vein harvesting procedure, noticed the vasoview hemopro 2 blue trigger button when activated was clicking. Manager stated that the device worked fine but you should not hear a click; it should be a smooth transition when you activate the cutting and sealing mechanism.

Manufacturer narrative:
January 04, 2016 11:37 am (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The account manager reported that during an endoscopic vein harvesting procedure, noticed the vasoview hemopro 2 blue trigger button when activated was clicking. Manager stated that the device worked fine but you should not hear a click; it should be a smooth transition when you activate the cutting and sealing mechanism.